Manufacturer narrative:
Patient transplant previously reported under manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continuous low flow alarms with high pulsatility index (pi) events. The patient had been drinking fluids and their dopplers were in the 80's. The patient's pump speed was adjusted but the low flows continued. A CT, right heart catheterization, and ramp echocardiogram were done and the patient's low flow software was updated. The patient was also noted to have low cardiac output. In (B)(6) 2020 the low flow alarms were thought to be caused by the outflow graft was thrombosing and the patient was subsequently transplanted on (B)(6) 2020.

Manufacturer narrative:
Manufacture's investigation conclusion: the report of low flow alarms was confirmed by an onsite abbott representative; however, a specific cause for the reported alarms could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed low flow faults when the estimated flow decreased below the threshold of 2.5 liters per minute (lpm). However, none of these faults lasted 10 seconds or more to result in low flow alarms. There were no unusual events recorded throughout the log files and the device operated within the set speed parameters for the duration of the recorded data. Low flow software 1.5.2 was successfully installed on backup system controller, hsc-077717 on (B)(6) 2020. It was reported that the patient was experiencing intermittent low flow alarms. The patient stated he was drinking 100 ounces (oz) of fluid per day and dopplers has been in the 90s. A chest computed tomography (CT) scan with contrast was performed to see the outflow graft. The ventricular assist device (vad) coordinator adjusted pump speed multiple times and the patient continued to have alarms. A right heart catheterization and ramp echocardiogram were performed. It was reported that the plan of care was to exchange the primary controller to the backup system controller if the low flow alarms continued. The patient was ultimately transplanted on (B)(6) 2020, and the device was not returned for evaluation (MFR report number: 2916596-2020-06079). The heartmate 3 instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions, such as hypertension, can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is the system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.